Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, no hardware parts were replaced and the issue could not be duplicated. The firmware was reloaded and a system checkout was performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the mobile view station (mvs) went black. After three reboots, the screen came back on and the site was able to proceed. It was also reported that the site was trying to remove the imaging device from the around the patient and the doors would not open. The site rebooted the system and was able to open the doors. The surgery was completed with imaging and there was no impact on patient outcome.